Event description:
Lung complications/lung collapsed. Lung removed, and copd. All of these problems end of (B)(6) 2020. Started using philips CPAP dreamstation in 2018 and then developed aforementioned problems. Not a smoker (quit smoking in 2001).